Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the low battery voltage.

Event description:
It was reported that when the patient presented in clinic the device could not be interrogated. The device was explanted and replaced. There were no adverse consequences for the patient.